Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. User facility medwatch #mw5151409.

Event description:
User facility medwatch report (#mw5151409) received, stating: as reported by the edwards field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in a 29mm perimount surgical aortic, a perclose device failure occurred. After sheath was removed, the sutures from pre-close devices did not take. While maintaining wire access, the physician wanted a 2nd sheath prepped and used until a plan and vascular control was obtained. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No additional information provided.